Event description:
It was reported that the patients left knee was revised after patient complaint of pain. Revision surgery took place with no stryker rep present. It is unknown if there are any intra-operative findings. A size 6 cr femur, 6x11 cs insert, size 6 baseplate, and an a32 x3 asymmetric all-poly patellar component (implanted using the mako robot in (B)(6) 2018) were revised. Rep has supplied the primary operative report and pre-revision x-rays.

Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), which indicated that the articulating. Damage consistent with the explantation process was observed on the uhmwpe insert on the articulating surface, anterior region, and distal surface . Impression markings from contact with the baseplate were observed on the distal surface. Damage consistent with articulation against the femoral component was observed on the articulating surface. Burnishing, scratching, and third-body indentations were observed on the articulating surface; these are common damage modes of uhmwpe. Damage consistent with contact against a hard object was also observed on the medial condyle. A material analysis has been performed. The report concluded: damage consistent with the explantation process was observed on the articulating surface, distal surface, and anterior region of the tibial insert. Damage consistent with the explantation process was observed on the proximal and distal surface of the baseplate. Debris was observed on the distal surface of the baseplate consistent with an oxide, the base material, decontamination process, and biological material. Elemental analysis showed that the femoral component material and baseplate material is consistent with an astm f75 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating - ," cannot confirm event, need additional information; revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to pain. A material analysis has been performed. The report concluded: damage consistent with the explantation process was observed on the articulating surface, distal surface, and anterior region of the tibial insert. Damage consistent with the explantation process was observed on the proximal and distal surface of the baseplate. Debris was observed on the distal surface of the baseplate consistent with an oxide, the base material, decontamination process, and biological material. Elemental analysis showed that the femoral component material and baseplate material is consistent with an astm f75 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The available medical records were provided to consulting clinician for a review which was deemed insufficient to confirm the event. The event was not confirmed nor the exact cause of the event could be determined because insufficient information was available with stryker. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat#: 5510f601; lot#: cc99l. Triathlon prim tib baseplate - cemented; cat#: 5520-b-600. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain. Revision surgery took place with no stryker rep present. It is unknown if there are any intra-operative findings. A size 6 cr femur, 6x11 cs insert, size 6 baseplate, and an a32 x3 asymmetric all-poly patellar component (implanted using the mako robot in january 2018) were revised. Rep has supplied the primary operative report and pre-revision x-rays.